Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the results of the final investigation. Updated fields: d8; g3; h2; h3; h6 and h11. Corrected fields: e1; e3. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable image defect; bend stop watertight defect; connector watertight defect; imaging unit fluid invasion; cable fluid invasion; main body cracking; imaging unit deterioration; scope mount loosening. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 full name (initial reporter establishment name): (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had distorted image when tension was applied. The issue was found during set up for inspection for use. There were no reports of patient harm.